Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
A patient came to the hospital for PICC line dressing changes and maintenance. During the procedure, it was found that no blood could be drawn when attempting to aspirate, but air was drawn into the barrel. After replacing the prn cap, the line functioned normally.